Event description:
A medtronic representative reported a 4-5mm inaccuracy that occurred while in an ent procedure. The surgeon was navigating deep within the sinuses. The accuracy was good when touching landmarks on the patient's face, tracer registration went across the brow line. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic software investigation finds the tracer pattern seems to be describing part of the pattern being made on soft tissue. Additional techniques were suggested to attempt to improve deeper accuracy. Software is functioning as designed.